Manufacturer narrative:
The apc probe and apc/esu system were not available for an evaluation. Nevertheless, the case was reviewed by the hospital. An independent tertiary endoscopist reported that there was a technique problem on the part of the endoscopist and not a probe problem (note: the cecum is a very thin-walled area.). No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe argon plasma coagulation (apc) straight fire probe may have been involved in a patient incident. The apc probe was used in a colonoscopy to treat angiectasia in the cecum. No information was provided in regards with the argon plasma coagulator/ electrosurgical unit (apc/esu) system used. After approximately 24 hours after the procedure, the patient had purulent fluid in the peritoneal cavity with transmural inflammation. There was no fecal contamination and no visible defects in a resectioned specimen. As a result, an IV with antibiotics was administered but the patient's condition became worse. Therefore, to further address the situation, the patient's bowel was resectioned. The patient recovered well and went home. Note: the apc probe was distributed to a hospital in (B)(6).